Event description:
The manufacturer sales representative reported that the device broke in half during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.